Manufacturer narrative:
The user reported receiving several glucose suspend alerts. Following escalation analysis, a return material authorization (RMA) was issued for the return of the sensor. Visual inspection of the returned sensor revealed hydrogel damage over the optical area, likely caused during the removal procedure due to excessive force applied by the removal clamps; this is unrelated to the user's complaint. In-house testing of the sensor was inconclusive due to insufficient hydrogel over the optics. Review of the raw sensor data showed optical instability in all four channels. The glucose suspend alert was asserted after the glucose was blinded when all channels fell below threshold. This optical instability was attributed to delamination of internal sensor components, confirmed via microscope. The user was provided with a sensor replacement as part of resolution.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal. An RMA was authorized for return of sensor for further investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.